Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 3 months post-op the patient felt numbness and leg pain, the screw was found to be broken. The patient underwent surgery to remove the products 4 months post-op. Two weeks later the patient underwent another surgery to "re-fix the products". No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.